Event description:
It was reported that the loaner device physio-control provided to customer gave the "connect electrodes" message while the electrodes were attached to patient via the hands free therapy cable. The device was reported to operate normally for approximately 15 minutes before the "connect electrodes", leads off, messages were encountered. Customer does not use external hard paddles with the device as a back up. When the connect electrodes message was seen, device users used the ECG cable leads to monitor patient. There were no further details on the event and/or patient provided. The patient was not revived.

Manufacturer narrative:
(B) (4). A clinical review of the reported event determined that the device use did not contribute to the patient's outcome, as the patient was in asystole for the first 10 minutes of device use. After approximately 27 minutes, the patient's ECG showed an organized rhythm at 85bpm and later converted to a bradycardia at about 17bpm. Based on ECG, defibrillation was not indicated. Physio-control evaluated the device and observed the "connect electrodes", leads off, message when the therapy cable was flexed and the resistance box was set at 307 ohms. Physio replaced the therapy cable assembly and observed proper device operation through functional and performance testing. The device was returned to service and customer received their own device. Physio further evaluated the replaced therapy cable assembly at the failure analysis center and was unable to duplicate the leads off discrepancy. The assembly operated normally on a test mock-up device while physically manipulated.